Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of 299 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The bottle of reagent received by qa contained mostly used test strips. Control tests of 61 mg/dl high, out of specification. Performance was satisfactory using iqa retension reagent.